Event description:
Information received indicates the hi/low function moved up unintentionally.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.